Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection approximately two months post implant. Once the infection was under control, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced. No further patient complications have been reported as a result of this event.